Manufacturer narrative:
(B)(4). One cine picture of the event was received and reviewed by an abbott clinical specialist (physician if applicable) who concluded the following: based upon limited additional information provided there is no way to determine if there was an issue with the original implant although it is reasonable to assume that there was no problem or acute situation post implant on (B)(6) 2015, which was reported to have been performed correctly. The physicians suspicion that the patient may have popliteal artery entrapment syndrome (paes) cannot be confirmed or supported by the details provided in the report. Without additional details (i.e. Specific diagnosis of paes) there is no definitive conclusion as to why the stent fractured although this fracture likely contributed to the reported restenosis that was observed. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported stent fracture. The restenosis and additional treatments/therapy are due to circumstances of the procedure.

Event description:
Updated case details: it was reported that the index procedure on (B)(6) 2015 was to treat a lesion located in the popliteal artery. A supera stent was implanted. On (B)(6) 2015, the patient was experiencing pain and was admitted to the hospital. During a controlled angiography the supera stent was found broken and restenosis was also discovered within the stent. The patient was treated via angioplasty and a 5x80mm supera stent was placed inside the previously implanted stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the index procedure on (B)(6) 2015 was to treat a lesion located in the popliteal artery. A supera stent was implanted. On (B)(6) 2016 the patient was treated again due to an occlusion in the stent. During intervention it was noted that the stent was broken in two pieces. The patient was treated with angioplasty and a 5x80mm supera stent was placed inside the previously implanted stent. No additional information was provided.